Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button repsponse due to corroded keypad traces. No button error alarm was noted. The insulin pump passed the displacement, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
The customer stated that they were on the way back from a wedding, checked their blood glucose, and it was 500 mg/dl. So they checked the insulin pump and noticed that there was a button error. The next day the customer notified that their blood glucose had gone down to a more normal range. They have contacted their doctor. The discontinuation of the insulin pump was advised. Nothing further was reported.